Event description:
The customer reported that she was in the hospital for broken bones and doctor wanted the insulin pump off. The customer's blood glucose was unknown. The customer understands sets must be changed regularly even though she is in the hospital and she confirmed she will be getting supplies to change as needed. The customer stated that her insulin pump and her diabetes were not the factor in her hospitalization, she fell.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.